Manufacturer narrative:
On 10/01/2010, after the evaluation of the device was completed, the device was dismantled to get the serial number. (B)(4), size 27a. The DHR review was then completed and our records show that this device passed all manufacturing and sterilization inspections with no nonconformances. Model #: this device model is similar to a device currently marketing in the u.s. Known as "carpentier-edwards® perimount® aortic pericardial bioprosthesis". Evaluation summary: thrombus like deposits are evident in the cusp area of all three leaflets. The deposits possibly led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice at the greatest point by approximately 2-4mm. Host tissue overgrowth is moderate to heavy at the stent outflow and moderate at the stent inflow. Minimal calcification in leaflet 2 is only detected in the x-ray. (Model# 2900)

Manufacturer narrative:
Date of implant and patient information has not been disclosed; therefore, an implant duration cannot be calculated. Model and serial number has not been reported. Device to be returned. Requested permission to dismantle the device after evaluation for the serial number in order to do the DHR review. Condition of device at explant described as "some small calcifications". Operative report was provided but is not in english and the entire report has not been translated. However, the pre-operative diagnosis does state "ruptured aortic aneurysm" as an additional condition. Requested sales to get additional information regarding the patient, patient medical and medication history, copy of echo cd and listing of pre-existing conditions. Condition of patient - discharged from hospital. No further information has been provided at this time. This event was determined to be reportable per edwards lifesciences procedures. Customer letter not required. Device not returned.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The physician advanced a 2.50x8mm taxus liberte stent to the diagonal artery and during the attempt to cross the lesion, the shaft of the taxus liberte stent delivery system broke. The physician was able to successfully remove the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Event description:
Reportedly, the device was explanted after an unknown implant duration due to acute thorax pains. Per the customer experience report: acute thorax pain, problems with breathing, blood circulation depression.